Event description:
Account alleged that the right hand foot side rail will intermittently latch in the up position. Rich stated that there were no injuries.

Manufacturer narrative:
Account installed a new latch block, release arm and spring to resolve the issue with this bed.